Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the conductor wire was found to have a retracted insulation within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The conductor wire insulation was damaged, but the wire was not broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument was noted to have a broken black cable. No known impact or patient consequence was reported.